Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during valve preparation of a 29mm sapien 3 valve, a 'black speck' was observed on one of the leaflets during the rinse process. The particulate was still present following the 2-minute valve rinse. The valve was not used for the tavr procedure. A new valve was successfully prepared and deployed in the patient. No consequences to the patient were reported.

Manufacturer narrative:
The sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection revealed one (1) black particle on the leaflet cp1 inflow. The particle measured 2mm in length. Review of case imagery also revealed 1 speck on the leaflet inflow side. No functional testing or dimensional analysis was performed. The evaluation was based on visual inspection. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from (B)(6) 2021 to (B)(6) 2022 for the thv sapien 3 (all models and sizes) revealed other similar reported events for the associated root cause/evaluation codes. Available information suggests that procedural factors (device mishandling) may have contributed to the reported complaint events. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A potential manufacturing nonconformance was identified during evaluation. Per ftir material analysis results, the black particulate showed similar absorption to nylon 6/12 material. Process walk through was performed by manufacturing to ensure none of the material, fixtures, or tooling used match nylon 6/12 material. Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint for 'device preparation - particulate - noticed' was confirmed from the evaluation of the returned valve. As reported, 'during valve preparation of a 29mm sapien 3 valve, a 'black speck' was observed on one of the leaflets during the rinse process. The particulate was still present following the 2-minute valve rinse '. It is possible that the black particulates were introduced during device handling/preparation as it was observed during the valve rinsing process. Available information suggests that procedural factors (device prepping handling) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.